Manufacturer narrative:
Event conclusion cpi analysis found that the ipg paced and sensed normally and battery interrogation confirmed that the unit is at ert. Actual battery measurement indicated that the battery voltage was at ert but the magnet rate indicated that the battery voltage was at ert but the magnet rate indicated that the unit was not at ert. Visual inspection noted that a non torque wrench was lodged in the atrial minus set screw slot and the wrench shaft was bent. The erp flag could not be cleared. The unit passed all automated testing except battery measurement and high energy pacing tests. After several days of testing, the erp flag was able to be cleared and the unit then paced and sensed normally. The ert condition could not be duplicated after it was cleared. It is unknown why the ert indicator tripped. The damage to the non-torque wrench was induced.

Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted for premature battery depletion.